Event description:
Surgery center reported that they experienced a canister break during a liposuction procedure. There were no pt consequences, but the failure caused a half hour delay while staff cleaned up the mess. Reporter stated they had previously experienced cracked canisters during liposuction, but had not previously reported them to the manufacturer.

Manufacturer narrative:
Customer is using product for a procedure which we do not recommend. Instructions for use provided with the product warn that product is not recommended for liposuction.